Event description:
The complainant reported an under-delivery. The intended delivery amount was 60 ml/hr; however, after 40 minutes, the actual amount delivered was 24ml.

Manufacturer narrative:
(B)(4): the device reported, list number 55238 is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.